Event description:
Pt had bilateral mastectomy in 1981 for chronic, severe fibrocystic; foam covered silicone implants were placed at that time. They have been replaced once (unknown when). Pt feels implants may be cause of other problems, such as arthritis. Requests removal bilaterally with tram flap reconstruction.